Event description:
The patient contacted animas on (B)(6) 2011 and reported a high blood glucose (bg) reading of 511 mg/dl. The patient denied developing symptoms suggestive of hyperglycemia. The patient confirmed he did not check for ketones. At the time of troubleshooting, the patient admitted that he had not changed his site for over a week due to not being able to afford supplies. The animas representative explained to the patient the importance of changing the sites every 2-3 days. This complaint is being reported because the patient obtained a blood glucose reading greater than 500 mg/dl while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error since the patient was not changing out the sites as recommended.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/06/2015 with the following findings: the black box contains dates from (B)(6) 2015 to (B)(6) 2015. Black box and histories for issue reported on (B)(6) 2011 have been overwritten. During load step pump fails to recognize cartridge. Investigators were unable to perform certain steps due to inability to load cartridge. Battery cap unavailable for testing; test cap used for investigation.